Manufacturer narrative:
A boston scientific technical services consultant reviewed the data from the patient's remote monitoring system which appears to demonstrate noise due to interaction with the minute ventilation (mv) feature. The consultant recommended programming off the rate response trend (rrt) feature. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise on the atrial channel and a few recent increases in the atrial pacing impedance measurements. No adverse patient effects were reported.